Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The atrial lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced.